Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage to the usb port was observed; minor scratches from wear on the port insulator from inserting and ejecting the cable. Observed corrosion was also observed outside of the reader on the usb port. The usb port was tested for charging and ability to connect to pc. Test results confirmed typical charging capabilities and successful connection to pc indicating the damage did not impact the functionality of reader. Therefore, the damaged usb port did not contribute to the customer's complaint. Performed a visual inspection on the returned adaptor and no issues were observed. The power adaptor passed testing and current voltage measured to be within specification. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of burn damage was observed. The returned battery voltage was measured, and a power consumption test was performed, and both were within specification. The current draw on the returned reader was within specification. Reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. The customer did not return the usb charging cable. There was no evidence observed that would cause the reader to become ¿too hot to hold" as reported by the customer. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports smoke coming from their charging cable. Customer further reports the plug to the charging cable felt hot. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports smoke coming from their charging cable. Customer further reports the plug to the charging cable felt hot. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports smoke coming from their charging cable. Customer further reports the plug to the charging cable felt hot. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.